Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation sub-q coil lead which is plugged into the superior vena cava (svc) port of the implantable cardioverter defibrillator (ICD) had alerted for a high svc impedance. It was noted the impedance was not stable. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was undefined. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance was also undefined. The lead was explanted.